Manufacturer narrative:
As reported, the umbrella on a 6mm basket diameter/180cm angioguard rx emboli protection device passed through the lesion smoothly in the preoperative period but encountered resistance at release, preventing it from opening. Another physician attempted to use the device without success, and a non-cordis device was replaced to complete the operation. There were no reports of patient injury. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. The target vessel was the carotid artery. The vessel characteristics at the target site included severe calcification, mild tortuosity, 80% stenosis, no acute angle, no bifurcation, and no chronic total occlusion. There was no thrombus present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation using an ap balloon 430 at 14 atmospheres. The percent stenosis after pre-dilation was 30%. Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. Both proximal and distal markers were positioned distal to the lesion being treated. Deployment of device was attempted by a bigger force which is far beyond the norm. Additional information was requested but was not provided. One non-sterile rx/6mm basket diameter/180cm device was received enclosed in a clear plastic bag. The device included the capture sheath and embolic capture guide wire (ecgw). Visual inspection showed the basket was properly expanded, though the membrane exhibited severe fraying, splits, and tears. No other anomalies were noted. Dimensional analysis could not be conducted due to the absence of the delivery sheath. Functional testing for deployment difficulty was also not possible for the same reason. Microscopic inspection confirmed the extensive membrane damage and revealed an unraveled/stretched condition at the distal end. Sem analysis supported these findings, identifying longitudinal splits, localized tearing, and surface scratches, with crack propagation originating from scratch-concentrated areas. These features are consistent with mechanical overstress due to external forces such as bending and friction. No manufacturing-related defects, such as material voids or inclusions, were identified. The damage is thus attributed to external mechanical stress and not a manufacturing anomaly. The reported event ¿delivery system-deployment difficulty¿ was not observed during the evaluation because the delivery sheath was not returned, preventing deployment testing. Additionally, the malfunction ¿filter basket-frayed/split/torn¿ and ¿distal tip (ecgw)-unraveled/stretched¿ were discovered during the product evaluation. Contributing factors may include patient vessel characteristics, such as severe calcification. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿observe all angioguard rx emboli capture guidewire system movement in the vessels using fluoroscopic guidance.¿ and ¿inspect the device before use to ensure that its size, shape, and condition are appropriate for the specific procedure. Warning: do not use a device that has been damaged in any way. If damage is detected, replace it with an undamaged device.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the umbrella on a 6mm basket diameter/180cm angioguard rx emboli protection device passed through the lesion smoothly in the preoperative period but encountered resistance at release, preventing it from opening. Another physician attempted to use the device without success, and a non-cordis device was replaced to complete the operation. There were no reports of patient injury. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. The target vessel was the carotid artery. The vessel characteristics at the target site included severe calcification, mild tortuosity, 80% stenosis, no acute angle, no bifurcation, and no chronic total occlusion. There was no thrombus present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation using an ap balloon 430 at 14 atmospheres. The percent stenosis after pre-dilation was 30%. Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. Both proximal and distal markers were positioned distal to the lesion being treated. Deployment of device was attempted by a bigger force which is far beyond the norm. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: per pe findings, the membrane of the basket was observed to be severely frayed/split/torn. Additionally, an unraveled /stretched condition was noted at the distal end of the device.